Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a severely tortuous and severely calcified vessel. A 7.0 x 40 40cm mustang¿ balloon catheter was advanced to pre-dilate the lesion. However, during the second inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different mustang¿ balloon catheter and a non-bsc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: a mustang balloon device was received for analysis. A visual examination confirmed that the balloon had been subjected to positive pressure. Blood was identified in the balloon material which is evidence in a device leak. A visual examination of the returned balloon identified a longitudinal with small circumferential tear in the balloon material. The longitudinal tear began approximately 7mm proximal to the proximal edge of the proximal markerband and extended 14mm distally across the balloon material. In addition at the proximal end of the longitudinal tear it was noted that the balloon material was torn circumferentially measuring approximately 1.5mm in length. None of the balloon material had detached. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination identified no damage or any issues with the markerbands or of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a severely tortuous and severely calcified vessel. A 7.0 x 40 40cm mustang¿ balloon catheter was advanced to pre-dilate the lesion. However, during the second inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different mustang¿ balloon catheter and a non-bsc balloon catheter. No patient complications nor injuries were reported.